Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have over-sensing of noise. No intervention was reported. No patient consequences were reported.